Event description:
It was reported that this patient with this pacemaker experienced pocket erosion. This device was explanted without replacement. No additional adverse patient effects were reported. As of today this product has not been returned for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this pacemaker experienced pocket erosion. This device was explanted without replacement. Intravenous antibiotics were given to the patient. No additional adverse patient effects were reported. As of today this product has not been returned for further investigation. Later, this product was received by boston scientific and full investigation was conducted.